Manufacturer narrative:
Update to a5: ethnicity. Update to a6: race. Update to d8: was the device ever serviced by a third party? Update to e1: name and address. Update to e2: health professional? Update to e3: occupation. Update to e4: initial reporter also sent report to FDA? Update to h10: related report numbers.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the PICC line became dislodged, "potentially due to an issue with the dressing, as the dressing was still completely intact, but the line had fallen out." The customer said the line was replaced. The customer reported there was no serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the PICC line became dislodged, "potentially due to an issue with the dressing, as the dressing was still completely intact, but the line had fallen out." The customer said the line was replaced.